Manufacturer narrative:
H6; broken closure link. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, good; condition of anvil shroud, good; condition of cartridge, good; condition of earmuff, good; condition of head, good; firing lever position, closed/fired position; rotation, good; staples present, no and trigger position, closed/fired position. Functional tests & results: articulation, good; closure force, na and instrument cycled, no. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "device broke (inner mechanism), at time of stapling" during surgery was actually the breakage of the instrument's closure link. The instrument was rec'd with the firing cable unattached to the trigger and the closure link was broken in half and returned in a separate bag. The instrument would not function as designed due to a broken closure link and no functional testing could be performed. No conclusion could be reached as to how this damage to the closure link may have occurred. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The instrument's closure sys may become damaged or compromised if the instrument is closed onto tissue or onto a hard object, such as bone, which is thicker than the recommendation for proper operation.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the device broke (inner mechanism), at time of stapling. There was no pt consequence. Additional info received on 12/3/97. It was stated by the affiliate that "the inner mechanism broke at staple the rectum."